Event description:
The customer reported that the insulin pump had physical damage. Customer stated the insulin pump had crack on top right corner, got wet, alarmed battery out limit, the screen was flashing on and off and he was not getting any insulin and buttons unresponsive. Troubleshooting was done. Customer's blood glucose was 158 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No battery out limit alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.